Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to death or serious injury.

Event description:
It was reported by a surgeon's office that a vns pt presented herself to a first post-op appointment and high lead impedance was received. The nurse at the surgeon's office did not know if the device was interrogated prior or after implant. A company representative followed-up with the neurologist's office and upon interrogation of the pt's generator, he received high lead impedance (8,117 ohms). X-rays were taken but have not been received by the manufacturer. Good faith attempts to obtain additional info from the surgeon's office have been unsuccessful to date. At the moment, a pin insertion issue is suspected as the pt underwent both generator and lead replacement surgery on (B)(6) 2010 that lead to high lead impedance. However, info from a company representative indicated the pt underwent surgery for the high lead impedance. However, additional attempts to obtain additional info regarding the surgery have been unsuccessful to date.